Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 2000022080/21105986.

Event description:
It was reported that the patient underwent an explant procedure wherein all device components were removed due to an unknown reason.